Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, this complaint has been created in order to document the blind device received with product code #: unk -driver / lot/serial #:unknown. The device was received and evaluated. Visual observations reveal that distal tip of the shaft driver was found broken. In addition, the handle and the press pin were not presented physical damages. When pictures were taken under magnification, anomalies cannot be observed in the structure of the shaft driver. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures or can be attributed to excessive force was exerted at an off angle on the device causing it to break. However, this cannot be conclusive determined. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
This complaint has been created in order to document the blind device received with product code #: unk -driver / lot/serial #:unknown. No information is available regarding the patient details or hcp.